Manufacturer narrative:
(B)(4).

Event description:
Customer reported the ett became kinked while in use with a hollister ett holder and set off the ventilator alarm. No patient harm was reported.

Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation; therefore, one sample was retrieved from current production at the manufacturing facility for simulation purposes. Kink resistance testing was conducted and the sample passed the testing. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the ett became kinked while in use with a hollister ett holder and set off the ventilator alarm. No patient harm was reported.